Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture (loc) on this right ventricular (rv) lead at maximum outputs. The loc was intermittent, lasting a few beats at a time; it did not result in asystole. Pacing impedance measurements were greater than 3000 ohms and high pacing thresholds were also reported. The physician suspected a micro-dislodgement. A lead revision was performed and there were no signs of perforation. The lead revision was successful. No adverse patient effects were reported.